Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no anomalies. After the valve was cleaned and dried, the leaflets were fully mobile. Inspection and functional testing of leaflet motion was performed per the current manufacturing process requirements. The functional inspection results met process requirements. The carbon components were dimensionally inspected. All dimensions met the engineering specifications. The device history record was reviewed and found to be acceptable. Conclusion: based on analysis, the device was found to have met specification both visually and functionally; therefore, the clinical observation was not confirmed. Trending of leaflet motion complaints will continue to be monitored. No formal investigation or change in the design document was necessary as the device was found acceptable.

Event description:
Medtronic received information that following the implant of this mechanical valve the physician noticed that one of the leaflets was not flexible. The valve was replaced with another mechanical valve with no adverse patient effects.

Manufacturer narrative:
Analysis: the product was returned and continues to undergo analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.